Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 435mg/dl. A manual injection was administered to address bg. A system check was performed with tandem technical support and found that insulin drips were not observed to be dripping out of the infusion set tubing and the cartridge tubing. A cartridge change was performed resolving the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.